Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a non-penumbra sheath (7f x 45cm), a non-penumbra catheter (4f x 135cm), and a glidewire. While advancing a pod xl through the catheter, the embolization coil unintentionally detached within the catheter after advancing more than halfway. The detached embolization coil was pushed into the target location using the glidewire. Five non-penumbra coils were then placed into the target vessel. The physician decided to use a packing coil xl. While advancing the packing coil xl through the catheter, the embolization coil unintentionally detached within the catheter after advancing approximately halfway. The detached embolization coil was pushed out of the catheter using the glidewire, proximal to the target vessel. It was reported that the catheter was flushed between coil placement. The procedure was completed using non-penumbra coils and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.